Event description:
(B)(4). I got essure implanted on (B)(6) 2013. My obgyn was skeptical because of my age ((B)(6)) my obgyn wouldn't proceed with tubal ligation on cutting my tubes, so we discussed essure. Essure was supposed to be less invasive, less time off work to recover and permanent fix. I had some discomfort for 2 months after procedure where the coils were placed and felt fatigued, cramping, and intense throbbing pain where coils were placed that would hurt at random times. It didn't matter if I was sitting, standing, laying down or exercising. Mid-september came around my body settled down and adjusted and I was fine until (B)(6). (B)(6) 2014 I started experiencing abnormal symptoms starting with a missed period, frequent urination, bladder infections, dizzy spells, nausea, weight gain, severe bloating where I looked pregnant, severe constipation, severe abdominal cramping like my insides were being twisted and torn apart as well as cramping in pelvic region like my uterus was stretching. I went to my obgyn (B)(6) 2014 and she did a vaginal exam and urine test and came back negative. She diagnosed it as hormonal imbalance. My symptoms became worse with severe abdominal cramping to the point where I couldn't walk, throbbing pain in pelvic region where coils could have been placed and 2" below, and severe constipation for 6 days and I went into an urgent care clinic (B)(6) 2014 and they diagnosed it as severe constipation and blockage in my intestines as well as blood in my stool, and high levels of protein. I was on laxatives, anema and stool softeners for 1 week and not much relief and again my symptoms became even worse with abdominal pain, flank pain , uti, and previous symptoms listed prior. I went to a doctor (B)(6) 2014 and she ran a urine test as I still had not started my period and she requested an x-ray and diagnosed me with a uti , and the x-ray showed I had blockage in my intestines as well as found 3 coils, 2 in my fallopian, one on either side and one below fallopian tubes but thought nothing of it when we looked at it because we were focused on the blockage in my intestines. My doctor prescribed me with some antibiotics for my uti. My symptoms still remained all of them listed prior but this time high fever less than 24 hours later leaving her office and experienced high fever for 6 days of 101-103, severe abdominal cramping where I couldn't move, and I broke out in a rash head to toe and my symptoms became worse and I wound up in the ER (B)(6) 2014. I went to the ER and they looked at my x ray and performed a CT scan as well as did blood work. My doctors came in and said that what they could conclude from my CT scan, x ray and urine tests is the 3rd coil had broken off and was perforating my uterus causing all of my symptoms. My doctors told me to call my obgyn right away and to schedule surgery to have it removed immediately. I called my obgyn and we made an appointment to remove it. On (B)(6), I had the faulty coil removed using laparoscopic surgery.the coil was bent, untwined, and damaged. (B)(6) 2014 went to obgyn for bleeding and pelvic pain. I had an ovarian hemorrhagic cyst and needed to be removed immediately by laparoscopic surgery. I went into the hospital immediatly after seeing the obgyn and stayed overnight at the hospital and they scheduled surgey to remove the cyst the next day.(B)(6) 2015 went to obgyn for pelvic pain and did an ultrasound which revealed another cyst. It went away on its own(B)(6) 2015 went to obgyn again for pelvic pain and once again a cyst had formed. It went away on its own(B)(6) 2015 went to obgyn for constipation, bloating and bladder issues. Urine test came back negative but stool was backed up in my intestines and miralax was prescribed.(B)(6) 23 2015 went to obgyn for pelvic pain, bloating, severe stabbing pain with cramps, vaginal bleeding. Urine test, blood test,and pelvic ultrasound exam were administered. The results were inconclusive and was told to go to ER if bleeding and cramping became worse. I was referred to a gi doctor to better conclude results. The obgyn felt like my issues were due to essure and requested I see a gastrointestinal to get a better understanding internally.